Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. The device had scratched display window and cracked display window corners.

Event description:
It was reported the insulin pump alarmed button error. The button error alarm did not occur after the device was exposed to moisture or the buttons were not pushed longer then three minutes. Customer's blood glucose was 159 mg/dl. No further information reported.